Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper and aspiration pneumonia are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient from (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017 while removing the patient's peg and peg-j tubes, a buried bumper was found. It was decided to remove the peg and peg-j tubes and place a naso-jejunal tube. On (B)(6) 2017, the patient underwent surgery to remove the peg and peg-j tubes and experienced aspiration pneumonia. At the time of report, the patient was intubated and in the intensive care unit.